Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. The customer received third party assistance from emergency medical service (ems), who provided an intravenous drip of sugar saline to address the bg. The customer mentioned they experienced a seizure, but no injury or permanent damage occurred. Customer updated their settings to address the event.